Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual devices were not available; however, 12 companion sample were received for evaluation. Functional leak testing was performed on the samples by filling their bladder with green colored water to the nominal volume. During and after fill, no evidence of leak was observed at the fill port. The samples were being monitored and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) folfusors lv (large volume) were ¿flowing back into the syringe or through the filling cap¿. This was observed when filling the infusors prior to use on a patient. There was no patient involvement. No additional information is available.